Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported resistance primary biopsy channel involving pentax medical video colonoscope, model ec34-i10l, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This model is classified as import for export and not distributed in the united states, therefore 510k is not applicable. We do have similar model ec34-i10l-us available in the united states with a 510k number k131855. (B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information h6: coding changed based on the investigation result. Evaluation summary we checked the returned unit and confirmed that the operation channel leakage. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the operation channel cut; however, it is not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.